Manufacturer narrative:
The customer was provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to the installed battery which was in a depleted state for more than 6 months. The operating instructions instruct the user that "device readiness" should be verified at least once each month.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.